Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that they could not see through the endoscope. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 27, 2018. (B)(4).

Event description:
Additional information was obtained from the user facility. The issued occured during set up, the product was changed out and the procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Possible causes which produce the failure might be; the product was either dropped or inadvertently stuck by an object or an excessive force was exerted on the endoscope shaft. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.